Event description:
The customer reported there was a scope communication error with the subject device. There was no patient or user injury reported, due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material and a residual liquid or foreign material came out of the forceps channel (ch-tube). This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found that due to wear of the angle wire, the play of the up/down knob was out of specification. Due to wear of the angle wire, the bending angle in the up direction was out of specification. An air leak was observed, due to a crack in the switch box. The adhesive on the a-rubber was cloudy, had stains, had scratches, and was chipping. Due to the adhesive peeling on the a-rubber, the insulation resistance was out of specification. The control unit, video connector, and video cable demonstrated fluid ingress. The distal end cap/cover (c-cover) was scratched. The image guide tube was crushed, wrinkled, and had stains. The curved tube was collapsed, and the light guide tube had a wrinkle. The insertion tube had buckling, and the coating was peeling. The connecting tube had buckling, discoloration, and a dent. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient cleaning (handling issue). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.